Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that an impella cp was successfully placed. During the removal of the peel away and inserted repo sheath, the impella cp was pulled back into the aorta and could not recross the valve. The impella side wire port was used to introduce a .035 buddy wire to attempt to cross the valve, but it was unsuccessful. The impella cp was removed but wire access remained. A 25 centimeter peel away was placed. The impella was cleaned, flushed, and inserted with successful placement. The decision was made to leave the peel away in and send to the intensive care unit (ICU). It was further reported that a femoro-femoral bypass was placed for acute loss of distal pulse and pale foot. Once initiated, color returned and extremity was warm, pink, and perfused. The next day, ischemia was noted, there was an attempt to troubleshoot with distal reperfusion catheter, somewhat successful but ultimately the left lower extremity (lle) at risk. The impella was removed due to leg ischemia. Impella closure was successful with contralateral angiogram used to verify blood flow down the lle. The patient was sent to the ICU after explant and decompensated requiring increasing pressors. Lle became cold and dusky again with increased pressor requirements and the patient was transferred to another facility for further management.

Manufacturer narrative:
The investigation for the limb ischemia and the positioning issue has been completed. The device was not returned for evaluation. Clinical details state that the impella was removed due to leg ischemia. Attempted to troubleshoot with distal reperfusion catheter, somewhat successful but ultimately left lower extremity was at risk. However, without additional clinical details, the root cause of the limb ischemia was unable to be determined due to insufficient clinical details. Clinical details also state that during the removal of the peel away and insertion of repo sheath the impella was pulled back into the aorta and could not recross valve. Impella side wire port was used to introduce .035 buddy wire to attempt to cross valve but it was unsuccessful. Impella removed but wire access remained. 25cm peel away placed and impella was cleaned and flushed and inserted with successful placement. The cause of positioning issue most likely was use related due to improper technique.